Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawers had experienced repeated failures. The field service engineer (fse) arrived at the station and found no active drawer failures at the time of inspection. The rx stated and provided reports indicating multiple pocket and drawer failures occurring randomly. Based on the findings, the fse decided to install a remote power interface. The drawers were tested using the hardware test application (hta) and were also tested within the main application. All tests passed successfully at the time of service. The rx was advised to continue monitoring the system. The system functioned after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 3b-c-mr1, both half-height and full-height cubie drawers failed repeatedly. The customer attempted troubleshooting by performing recovery procedures, which were intermittently successful. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.